Event description:
Additional information was received. It was reported that x-rays and a dye study were performed and it was seen that there was a break in the proximal segment of the catheter. Per the physician, the catheter looked broken at l3-4 coming out of the spine. The entire catheter was replaced and the old catheter was partially removed with some segments still in the patient. At the time of report, there was a patient injury. It was stated that the patient had previously gone through withdrawal and presented with flu-like symptoms and seizures.

Event description:
Additional information was received. It was reported that the distal segment of the catheter was fractured at the lumbar processes. The patient reported to hospital with agitation at seizures and required a three day hospital stay. The event was notated as a serious injury/illness, but it was indicated that the patient recovered without sequela. It was stated that the patient was at baseline with seizures. The patient¿s family did not question the reason for her illness or the increased seizures. It was noted that, when the pump was replaced on (B)(6), no discontinuity of the catheter was seen.

Event description:
It was reported that the catheter was fractured. The patient was non-verbal but her caregiver brought her in on (B)(6) 2013 and the patient was ¿very stiff.¿ films were done and it was discovered the catheter was broken at the lumbar spine. It was also noted that the patient¿s guardian sent the patient to a different hospital in (B)(6) with agitation and seizures, the reporter stated ¿that was the withdrawal.¿ it was noted that they were scheduling for revision surgery, no date was reported. The device system was used to infuse lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).